Manufacturer narrative:
B3: year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that indicated that after a short duration post implant of this 31mm mitral bioprosthetic valve, it was reported that the patient developed an embolus to the mesenteric artery and underwent exploratory laparotomy and embolectomy. It was noted that stenosis was present in the superior mesenteric artery. No additional adverse patient effects were reported.